Event description:
It was reported that the 9800 system l-arm brake was not working. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The l-arm brake was replaced during the service call. The system was tested and found to be working as intended, and put back into service.